Manufacturer narrative:
The insulin pump passed the displacement test. The pump was received with motor error alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform the unexpected error test, prime test, excessive no delivery test and occlusion test due to motor error alarm. Pump was received with normal operating current. Pump passed self test. Pump passed off no power test. Pump was received with minor scratched lcd window, cracked lcd window and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the pump was not delivering insulin. The customer stated that it was hard to get the blood glucose down. The customer's blood glucose level was unknown at the time of the incident. The product was returned for analysis.